Manufacturer narrative:
Follow-up # 1 date of submission 02/20/2015-device evaluation: the pump has been returned and evaluated by product analysis on 01/29/2015 with the following findings: a review of the pump black box data revealed evidence of short battery life in the form of drastic voltage drops that led to low battery warnings and replace battery alarms. During a visual inspection of the pump, the battery compartment was observed to be cracked, and evidence of moisture ingress was observed inside the battery compartment. A leak test was performed and failed due to a battery compartment leak. The returned battery cap secured properly to the pump and was used to complete investigation. During testing, the rewind, load, and prime steps were completed successfully with no duplicated battery life issues. Current draws measured within specifications. The pump case was removed and no evidence of intermittent conditions or further evidence of moisture ingress was found. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a short battery life issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.